Event description:
The customer reported that they were unable to retain the cine images. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reloaded the sys software and formatted the cine drive. The sys is operating as intended.